Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the patient's outcome could not conclusively be determined through this evaluation. Heartmate 3 lvas, serial number (B)(6) , was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. This IFU lists potential adverse events, including death, that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient passed away on (B)(6) 2023. The cause of death was unknown and not provided by customer. The outcome was not device or therapy related. The pump was not returned for evaluation.